Event description:
Physician's letter states pt complains of neck and back pain, lumps in the right breast and because of the media scare she wishes to have the implants removed. Examination reveals a mass in the right breast and scar tissue formation bilaterally.